Event description:
It was reported that the tap snapped in two. No patient complications were reported.

Manufacturer narrative:
Visually and dimensionally confirmed the instrument is broken at the base of the radius near the 70mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the relevant dimensions, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. The location and fractographic evidence of the fracture surface, in conjunction with verification of conformance to the relevant dimensional and material specifications suggest failure due to bend stress overload. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4). The tap has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.